Event description:
It was reported that during a right ventricular (rv) lead replacement, the insulation of this right atrial (ra) lead was damaged. The physician decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that during a right ventricular (rv) lead replacement, the insulation of this right atrial (ra) lead was damaged. The physician decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during a right ventricular (rv) lead replacement, this right atrial (ra) lead was damaged. The physician decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.